Event description:
This was a proximal right coronary artery (rca) chronic total occlusion (cto) that the physician planned to open with the frontrunner catheter (fr). This procedure was a second attempt, following a prior attempt to cross with a guide wire one week earlier. The fr appeared to cross distal to the cto, but significant (though contained) subintimal contrast staining began. The physician attempted to re-enter the true lumen with a wire without success. Another picture was taken to confirm the containment of the staining. At this point the attempts to cross the lesion were discontinued, but the pt continued to be monitored and heparin was reversed. Shortly thereafter the pt's blood pressure began to fall. An echocardiogram was performed and confirmed a small, pericardial effusion. Pericardiocentesis was performed and pressures returned to normal. Pt was moved to ccu for observation with no further complications. The pt was stable and was discharged home with no further sequelae. The initial act of 174 (post 2500 units heparin) performed shortly after the case was begun was an error and another 5500 units were given intra-procedurally, resulting in a second act of 331. The physician and the sales manager discussed this procedure at length and agreed that the fr was not at fault in this issue. They felt that part of the complication involved excessive anti-coagulation and what would otherwise have been a typical "staining" issue was significantly exacerbated. They are, in fact, scheduling to bring the patient back in 4-6 weeks to re-attempt to open the cto.